Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Facility reported that after 15 mins into treatment, there was a blood leak via the arterial end (drip). The patient lost 40ml of blood and there was no medical intervention. Patient had no adverse effects. Patient was administered a dose of i.v prophylactically. Estimated blood loss was 40cc's. Sample has not been returned to the manufacturer.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.